Event description:
It is reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, with no revision surgery reported. There is no device information provided. No radiographic images of the device are provided. There is no other information available.

Manufacturer narrative:
There is no additional information. Pending investigation.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6) 02-010-01-0330 - logic femoral ps cem right sz 3. (B)(6) 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6) 200-07-32 - advanced patella 32mm 3 peg implant. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the prosthesis wear reported cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.